Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid within the lead's lumen, which resulted in the reported wire insertion difficulties. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to the body fluid within the lead lumen. Boston scientific left ventricular leads are open lumen leads. Blood can enter the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion difficult.

Event description:
It was reported that during an implant, this left ventricular (lv) lead was taken out in order to switch guide wires. When the new guide wire was inserted, the physician could not feed anything through lead body. The lead was flushed and still, the physician could not get anything through. This lead was not used. This product has been returned and a device evaluation was completed.